Manufacturer narrative:
X-rays were reviewed by manufacturer, and the strain relief bend and the placement of the electrodes did not appear to be per labeling recommendations.

Event description:
It was reported that a vns patient was experiencing pain at the electrode site which was exacerbated with stimulation and voice alteration associated with stimulation of the device. X-rays were reviewed by the manufacturer, and it was noted that the strain relief bend did not appear to be placed per labeling recommendations, but a strain relief loop and two tie-downs were noted in plce. Based on the formation of the strain relief bend, it is suspected that the anchor tether may not be attached to the vagus nerve. Additionally, the caudal (positive) electrode did not appear to be aligned with the cephalic (negative) electrode in the vertical fashion typically observed in x-rays. Follow up with the treating physician revealed that a systems diagnostic test was performed and revealed normal results. Additionally, no trauma was reported that could be causing the event. The device was subsequently removed and the explanted products were sent back to the manufacturer for product analysis. The laboratory analysis of the explanted generator was completed and revealed no anomalies and the device functioned as intended. The explanted lead is pending completion of product analysis. A new device was not re-implanted.